Event description:
Patient was discharged on post-operative day one.

Manufacturer narrative:
H10. Additional manufacturer narrative: added to b5.

Event description:
Edwards received information that a patient with a 27mm valve implanted nine years, five months, underwent valve-in-valve procedure due to mitral stenosis. Baseline rhythm: nsr with 1st degree av block. A 26mm transcatheter valve was implanted inside the 27mm valve. The patient was extubated and left the ccl in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a1-a4, b5, d1, d2, d4, e1, g5, and h4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation could not be confirmed. The cause cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a clinical trial patient with a 27mm bioprosthetic valve implanted approximately nine years underwent valve-in-valve procedure due to mitral stenosis. Baseline rhythm: nsr with 1st degree av block. A 26mm transcatheter valve was implanted inside the 27mm valve. The patient was extubated and left the ccl in stable condition.